Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral intervention procedure, the filter bag tore. The lesion being treated was located in the superficial femoral artery (sfa). The physician used a model-fw ez 190 cm for embolic protection. While attempting to pull the debris in the hoop, it was unable to get the hoop fully in the sheath. As the filterwire was withdrawn, the filter bag tore off and debris was left behind in the sheath. After the filterwire was removed, the blockage was removed restoring blood flow. The procedure was successfully completed with no patient complications noted. Patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - visual and microscope examination of the returned device, the distal tip of the protection wire was wavy and stretched approximately 9 mm on its proximal portion. The distal end (half) of the filter bag was torn off (separated), and was not returned or found inside the retrieval sheath. Dried blood and particulate was seen inside the torn filter bag. The polyimide spinner tube was pulled down passed the spinner stop approximately 6.5 mm measured from the proximal end of the radiopaque coil to the distal end of the nosecone. The protection wire was kinked 24.5 cm, 69.0 cm, and 74.0 cm measured from the distal tip of the protection wire. The retrieval sheath did not contain the torn off filter bag. However, the marker band on the retrieval sheath was flattened. The retrieval sheath was stretched approximately from 2.9 cm to 3.1 cm measured from the distal tip of the retrieval sheath. The retrieval sheath was kinked at approximately 20.0 cm and 78.0 cm measured from the distal tip of the retrieval sheath. There were no other issues found during visual and microscope inspection of the protection wire and delivery sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that when the sheath was removed from the patient, the torn portion of the filter bag was retrieved from the sheath.